Manufacturer narrative:
The device was not returned to the MFR for investigation. If add'l info is received, a follow up report will be filed.

Event description:
It was reported that the surgeon imported two MRI image sets. Correlation between the two image sets was not possible and therefore the surgeon could only use one image set for surgery. The pt was in the room, but not affected. There are no allegations of adverse consequences associated with this event.